Event description:
Additional information received by the customer: the procedure was a (oeso-gastro-duodenal fibroscopy) performed with the endoscope before it was sent for repair. Had no negative consequences for the patient. The entire procedure was completed with the same device without any damage caused to the patient. No part of the endoscope was left behind during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the nozzle was clogged with synthetic fibers, like bristles from a brush but the foreign material could not be identified and the root cause could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: connecting tube deformed. Objective lens cracked. Keytop 1 rubber worn out. Noisy charged-coupled devise (ccd) image (rainbow effect). Insufflation problem. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device had a major repair in october 2022. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there was clogging of the device nozzle by translucid synthetic fiber like bristles of a brush. However, identification of the material was not possible as the material remained clogged in the nozzle. There was no deformation of the nozzle. Due to clogging of the nozzle there was no air/water flow. The user¿s complaint of air/water flow was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an air/water flow issue. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was clogging of the device nozzle by translucid synthetic fiber like bristles of a brush. However, identification of the material was not possible as the material remained clogged in the nozzle. There was no deformation of the nozzle. Due to clogging of the nozzle there was no air/water flow. This medwatch is being submitted for the reportable issue of the presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Customer follows the guidance laid out by the french national regulations for reprocessing an endoscope including following the manufacturer instructions for use.